Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n90h13.

Event description:
It was reported that during a lap anterior resection, the trigger was not able to be grasped half and the clip was not fed into the jaws at the 1st firing on the rectum. Then, the trigger was grasped forcibly and the deployed clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.